Manufacturer narrative:
Device power up properly after battery installation. Device received with operational currents within specification and passed self test and displacement test. Power error and power loss due to connector resistance electrical board. No blank display or unexpected low battery alarms were noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had power error detected alarm. Customer explained that the internal power source is unable to charge. Customer's blood glucose value was unknown. Customer state that there was a blank display and black screen no matter what button he pressed he was there was nothing. The insulin pump will be returned for analysis.